Event description:
It was reported on the day of this report patient had been conveniently getting shocks all day. It was indicated in the morning of the call patient was shock in her leg. It was noted that it was not serious but they were random. It was indicated that patient had not had any issue with the shocking/jolting sensation prior to the day of the call. The patient had no known accident or incident related to this complaint. The patient follow up appointment was scheduled on (B)(6) 2014 .a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v475128, implanted: (B)(6) 2010, product type: lead. (B)(4).